Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The in-situ measurement history reveals that the ground path impedance (gpi) was constantly increasing over time. This is indicative for bone growth around the reference electrode contatcts. The device works electronically within normal limits during investigation. This is a final report.

Event description:
The patient reportedly has had rising ground path impedance (gpi) impedances over the years that the clinicians had been able to program around in the past. It is not known if the patient had any accident. The patient was re-implanted.

Manufacturer narrative:
UDI code not available. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The pt reportedly has had rising ground path impedance (gpi) impedances over the years that the clinicians had been able to program around in the past. It is not known if the pt had any accident. Re-implantation is scheduled for (B)(6) 2015.